Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was clamped on thick tissue and when pulling the device out through the trocar the top jaw fell off outside the patient. No pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. Device will not be returned. No other details are available.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw missing and returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.